Event description:
It was reported that during a thoracotomy mini with upper lobectomy procedure, the surgeon fired the stapler across the bronchus and used a scalpel to divide the tissue prior to opening. When the jaws were opened, the area was void of a staple line as no staples were discharged from the reload. The reload was examined and the staple holes "had the colored plastic in them" indicating that the device fired correctly. Another reload was loaded and fired inferior to the cut line and the same incident occurred. No staples in the reload. Finally a third reload was used and worked as expected. The case was completed with other staplers. There were no patient consequences. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: there was no patient consequences or changes to post-operative care.